Event description:
It was reported a patient's right ventricular (rv) lead presented with high capture thresholds and low pacing impedance. Fluoroscopy and an echocardiogram were performed but found no lead anomalies. The lead was repositioned in a procedure on (B)(6) 2025. Post-procedure there were no patient issues.